Event description:
Defibrillator showed incidental memory retention error. This was interpreted to mean that the defibrillator would function normally, but would not necessarily accurately convey the date and time of events which it may have treated. Medtronic recommended replacement of the device.